Manufacturer narrative:
H11: h2: corrected information on: g2. H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed an unopened/sealed original packaging with the batch number of the complaint on the label. The returned instrument shows no manufacturing abnormalities. A functional evaluation was performed on the returned device and found that after opening the packaging, the anchor deployed with the sutures intact as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force during use or suture contact with sharp objects. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a procedure, the q-fix was not deploying correctly. When the anchor was completely twisted, the suture got cut by the inserter, leaving the anchor in the drilled hole with the sutures falling right out when removing the guide and anchor. It is unknown how the procedure was performed of if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).